Event description:
It was reported that during a double guide wire case of the lad and the diagonal, the guide wire tip was observed to be separated in the diagonal. The guide wire was pulled out and the physician tried to snare it, but the attempt was unsuccessful. The physician tried to pin it against the vessel wall within a balloon catheter,using small inflations;however, a second physician was able to successfully snare the separated portion of the guide wire tip. At some point during the case, it was believed that the guide wire prolapsed against itself. The diagonal was rewired and a pixel stent was used for stenting. A dissection was then observed. The pt was taken for bypass surgery. Reportedly, the pt was doing well after the surgery was completed.